Event description:
A pt in the hospital respiratory medicine department was started on ventilator therapy (respironics vpap synchrony) and provided with a quattro fix mask by the home care provider. The pt used the ventilator during the entire night (approx 7 hours). In the morning, the physician noticed the pt had a high co2 and recommended one add'l hour of ventilation. After that hour, the pt had a respiratory decompensation and was transferred into the intensive care unit in the hospital. The next day, the pt's health was better and she returned to the respiratory medicine department. There was no permanent injuries or consequences. At time after the event, it was noticed that the mask appeared to have blocked vent holes.

Manufacturer narrative:
The preliminary analysis has identified that the vent holes have been blocked by a biological material, and not any material used as a part of the mfg process. Preliminary data and info is unable to determine whether the blockage was present before, during or after the pt decompensation.